Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited intrinsic amplitude measurements that were low, out-of-range at less than 5mv, with increased pacing threshold measurements and noise. Technical service consultant discussed performing an x-ray to evaluate the lead position and connection with the device, and lead integrity testing at the patients next visit. The lead remains implanted. No adverse patient effects were reported.